Event description:
A customer observed a non-repeatable falsely elevated total b-hcg result for a pt sample tested on the eci analyzer. The biased result was not reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that testing of the sample by an alternate method, as well as repeat testing on the eci, yielded negative results consistent with the pt history. Datalog analysis showed no evidence of analyzer malfunction. Qc results were acceptable, and no other pt samples were affected. The root cause of the event is unk.